Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18aug2017. Analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct correlation between the reported mitral regurgitation and (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 08:37:35 through (B)(6) 2020 at 16:08:12. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2020 at 01:18:24. Low speed events were captured intermittently between this time and 01:23:48, and also intermittently between 08:43:46 and 08:45:36. Multiple pump stops were captured. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. These events appeared to occur while the patient was supported by the power module. It should be noted that the center reported that the patient was not using the ungrounded patient cable that was previously given to them. (Reference manufacturer report number 2916596-2020-00555). Additionally, one brief no external power event was captured on (B)(6) 2020 at 08:46:25 which appeared to be the result of both power cables being disconnected at the same time. The system operated on the backup battery (ebb) at this time. The center reported that the low speed events and pump stops occurred while the patient was supported by a grounded patient cable, since the patient had not been using the ungrounded patient cable. An echocardiogram was performed that showed decreased left ventricle (lv) ejection fraction at 10% with normal lv cavity size. The inflow cannula and outflow graft of the hmii lvas were not well visualized. The right ventricle (rv) had normal wall thickness and systolic function. There was normal central venous pressure and left atrial pressure. The aortic, mitral, and tricuspid valves appeared structurally normal; however, moderate mitral regurgitation was reported. The center later reported that the patient was stable and discharged home. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's ungrounded tether cable was previously reported in related MFR # 2916596-2020-00555. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department for low speed alarms and pump stops. These alarms occurred while on a grounded tether cable. The patient was sent home (B)(6) 2020 with an ungrounded tether cable but has not been using it. An echocardiogram was performed which showed that the interventricular septum appears midline and the aortic valve opens normally. Left ventricular systolic function is severely decreased with estimated ejection fraction of 10%. There is eccentric left ventricular hypertrophy and grade I (mild) left ventricular diastolic dysfunction consistent with impaired relaxation. There is mild right ventricular enlargement, moderate right atrial enlargement, mild left atrial enlargement, moderate mitral regurgitation, and normal central venous pressure (3 mmhg). The log file captured low speed and pump off events on (B)(6) 2020 while using the power module with a grounded patient cable and has a phase to phase short. The patient is stable and was discharged home.